Manufacturer narrative:
This lead remains implanted; therefore, technical analysis cannot be conducted. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited intermittent jumps in shock impedance values from 110 ohms to 160 ohms. X-ray imaging showed normal lead placement and no macroscopic fracture. Sensing, pacing impedance, and threshold were stable an in range. Shock integrity test was performed to test lead condition. Two shocks were delivered: 1.1 joules with shock impedance of 103 ohms and 41 joules with shock impedance of 113 ohms. Since the shock impedance values during low and high energy testing were within range, the physician decided not to intervene and will closely monitor the patient via the latitude remote patient monitoring system. No adverse patient effects were reported. This rv lead remains in service.